Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic and motor assemblies. The insulin pump has minor scratches on lcd window, cracked case at the display window corners and battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had a water and moisture exposure. Customer's blood glucose was 201 mg/dl. The customer stated that the display when blank immediately after the device expose to moisture. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.